Event description:
It was reported that the coating at the distal tip of the guidewire (subject device) was peeled off when it was back loaded into the inserter outside of the patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the guidewire was noted to be kinked/bent at 105cm from the proximal, the guidewire ptfe (polytetrafluoroethylene) coating was noted to be peeling in multiple areas to 122cm from the proximal end, the hydrophilic coating was found to be peeling, the core wire distal end was observed through the distal tip dome, hydrophilic coating was hydrated and there was swelling at the distal tip. When dry after approximately 10 seconds, the distal tip showed no anomaly and the swelling/bulge had disappeared. The introducer was inspected for signs of ptfe. A functional inspection was not applicable as hydrophilic coating peeling was noted during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed during the device analysis. The device failed to meet specifications when returned. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. During the procedure the coating was peeled off when back loaded in the introducer. During analysis, the guidewire was noted to be kinked/bent at 105cm from the proximal end. The guidewire ptfe coating was noted to be peeling in multiple areas to 122cm from the proximal end, the hydrophilic coating was found to be peeling, the peeling most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. When the hydrophilic coating was hydrated, there was swelling noted at the distal tip. When dry after approximately 10 seconds, the distal tip showed no anomaly and the swelling/bulge had disappeared. During the dimensional inspection, the od's were confirmed to be within specification when the device was both wet and dry. An assignable cause of handling damage will be assigned to the as reported/as analyzed 'hydrophilic coating peeling' as we as the as analyzed 'guidewire kinked/bent' and 'guidewire ptfe coating peeling' as these issues are due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use. An assignable cause of procedural factors will be assigned to the as analyzed 'device has cosmetic/appearance issue' since these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that the coating at the distal tip of the guidewire (subject device) was peeled off when it was back loaded into the inserter outside of the patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.